Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A cut in the insulation was observed approximately at 62 - 65 mm from the terminal pin. Additionally, the helix failed to retract, likely as a result of dried body fluid in the helix mechanism. Electrically, the lead was found to be within specification. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received information that the right atrial (ra) lead dislodged after two attempts to place the lead. The ra lead was extracted and tissue was in the helix. During this procedure this ra lead was implanted. After the pocket was closed this ra lead dislodged. A revision procedure to reposition this ra lead was unsuccessful and the lead was explanted. No adverse patient effects were reported during this procedure.